Manufacturer narrative:
Per -3102 combined report. In order to conduct a thorough investigation of this event, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, an update on the patient following the revision and whether the patient had experienced any trauma prior to the event, were requested. However, none of this information could be provided and thus the scope of the investigation was limited. It was stated that the explants were not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the reported dislocation could not be determined and no further investigation can be conducted. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, head and liner after approximately 1 month and 2 weeks due to dislocation.